Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were unusual rhythms seen on the holter recording, showing evidence of ventricular undersensing. It was also reported the patient was complaining of episodes of lightheaddedness. Device sensitivity was reprogrammed. The device and lead remain in use. No further patient complications were reported as a result of this event.